Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the hospital on (B)(6) 2026 due to an adhesive issue, as the infusion set fell off during use, leading to hyperglycaemia. The blood glucose level at the time of the hospital visit was 275 mg/dl. No further information available.